Manufacturer narrative:
The event occurred outside of the united states while this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
It was reported that the self-adhesive of the infusion set was not sticking well enough. The patient was hospitalized for hyperglycemia. The patient's blood glucose result was 110 mg/dl at 9:00 p.m. And she had nausea. The patient's blood glucose was 436 mg/dl at 3:55 a.m. And she went to the hospital. The patient had a blood glucose result of 427 mg/dl on an unknown meter at an unknown time. The type of treatment the patient received at the hospital was unknown. The blood glucose result at the hospital was not provided. The patient was in the hospital until the night of (B)(6) 2017. The infusion set lot number was not provided. The infusion set was discarded; therefore, no product could be requested to be returned for product evaluation.